Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for a 97-year-old male patient. The following data was provided: on (B)(6) 2025, sid (B)(6) first run: 39.77 pg/ml; second run: 11.08 pg/ml. Customer¿s reference range: adult male: </= 34.2 pg/ml, female: </=15.6 pg/ml . There was no impact to patient management reported.

Manufacturer narrative:
Multiple parts were replaced however, a definitive part was not identified for the issue, therefore, the alinity I processing module, serial number (B)(6) was deemed the likely cause for the false elevated results. The service history of the alinity I, serial number (B)(6) returned no additional tickets for falsely elevated stat troponin patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, the alinity I processing module did not identify an increase in complaint activity. A review of manufacturing data did not identify any nonconformances or deviations for the alinity I processing module regarding the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for a 97-year-old male patient. The following data was provided: on (B)(6) 2025, sid (B)(6) first run: 39.77 pg/ml; second run: 11.08 pg/ml. Customer¿s reference range: adult male: </= 34.2 pg/ml, female: </=15.6 pg/ml . There was no impact to patient management reported.